Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2020, product type: extension. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 01-apr-2023, UDI#: (B)(4). Product ID: 977a275, serial/lot #: (B)(4), ubd: 01-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator on (B)(6) 2020. It was reported that the patient turned her head and felt a sharp pain where the leads are located. On the day of the report, the patient was experiencing pain at the lead site. The patient was going in for an x-ray on (B)(6) 2020 to see if the leads moved/migrated. A lead migration was confirmed with x-ray. There are no further actions or interventions being taken. No surgical intervention was planned or performed at the time of the report. There is no more information available, and the details have been confirmed with the patient and physician.